Event description:
The following has been reported: biomed reported: "this pump will state tubing doesn't have secondary port. While testing the pump, could not program a secondary port. Patient harm: unknown". On (B)(6) customer was asked: "logs for pump s/n (B)(6) show a set ID: 4 (set-0034) was used, which is a single inlet set and doesn't support secondary infusions. Could you please confirm which set was used during the attempt? Also, can you do a test infusion using a dual y-set and let us know if you're able to program both a primary and secondary infusion." On (B)(6) customer replied: "the set that was used was a lvp primary administration set (set-0013). I connected tubing to the secondary port. We do not have a dual y set. I had the nursing education help me with problem. The secondary icon was grey out. " on 11/6/2025- biomed reported that they are not able to program secondary while using set-0013. The same set works fine on another pump. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
The pump was returned for a sensor hardware failure (set ID sensor). Upon return, the device started up with no alarms. Mock infusion attempted but received a tubing set error. Performed admin set ID test and unit failed. Front housing is damaged due to broken mounts. Ground connections are braided wire versus insulated wire. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further evaluation and will be replaced with new batteries. Set ID, front housing, ground wires, and battery packs (counter not reset) will be removed and replaced during repair process. No other damage found.